Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that drawer 6 in the main cabinet was multi-clicking when attempting to open and was reading 0 inches open in diagnostics. The fse replaced the position sensor and tested the drawer, during which a faulty row board e was identified and replaced. A complete hardware test and application testing were performed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 6 produced clicking sounds when the drawer was opened, however none of the cubies opened as expected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.